Event description:
Medtronic received information this transcatheter bioprosthetic valve was implanted within an existing non-medtronic surgical valve. The reason for the implant was not reported. During the transcatheter valve implant procedure, the delivery catheter system (dcs) repositioned the valve 3 times due to shallow and/or deep valve depth. Ultimately, the valve was implanted. While the patient was in the recovery area, the stroke protocol was initiated. As reported, the physician suspected calcium had embolized. Additional information was received that the stroke was confirmed with computed tomography (CT) imaging. Hemiparesis was noted and endovascular treatment (evt) was performed resulting in prolonged hospitalization. It was reported that the patient had not recovered from the stroke and had impairment from hemiplegia. The physician did not attribute the stroke to the device.

Manufacturer narrative:
Updated data: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information this transcatheter bioprosthetic valve was implanted within an existing non-medtronic surgical valve. The reason for the implant was not reported. During the transcatheter valve implant procedure, the delivery catheter system (dcs) repositioned the valve 3 times due to shallow and/or deep valve depth. Ultimately, the valve was implanted. While the patient was in the recovery area, the stroke protocol was initiated. As reported, the physician suspected calcium had embolized.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329; product lot #: unknown. Concomitant medical products: section d references the main component of the system. Other medical products in use during the event include: product: l-evolutfx-2329; product lot/serial number: unknown; product type: loading system; implant date na; explant date na. Product analysis: the valve remained implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the report due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this transcatheter bioprosthetic valve was implanted within an existing non-medtronic surgical valve. The reason for the implant was not reported. During the transcatheter valve implant procedure, the delivery catheter system (dcs) repositioned the valve 3 times due to shallow and/or deep valve depth. Ultimately, the valve was implanted. While the patient was in the recovery area, the stroke protocol was initiated. As reported, the physician suspected calcium had embolized. Additional information was received that the stroke was confirmed with computed tomography (CT) imaging. Hemiparesis was noted and endovascular treatment (evt) was performed resulting in prolonged hospitalization. It was reported that the patient had not recovered from the stroke and had impairment from hemiplegia. The physician did not attribute the stroke to the device.